Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a electrophysiology (ep) interventional procedure using a 9f sheath. Reportedly, the sheath got mangled while advancing the starclose. The clip was not deployed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code- 1494 indication for use.. Reportedly, 9f sheath was used. It should be noted that the electronic starclose instructions for use (IFU), states: the safety and effectiveness of the starclose se vascular closure system have not been established in the following patient population: patients with introducer sheaths < 5f or > 6f during the catherization procedure. It is unknown if the IFU deviation contributed to the reported difficulties.